Manufacturer narrative:
Based on the information currently available regarding this complaint, it is possible that the product caused or contributed to the patient reaction described in this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight was not provided for reporting. This report is for one (1) unknown vertecem v+ cement kit. Part#, lot# and UDI # is not available. Explant date: device was not reported have been explanted. Device is not expected to be returned for manufacturer review/investigation. Initial reporter facility contact number: (B)(6). (B)(4). PMA 5610(k): this report is for one (1) unknown vertecem v+ cement kit. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6): it was reported that the patient was subject to resuscitation after injection of the cement in the vertebral body. Cement was used for the screw augmentation. Wound was closed despite incomplete surgery process in the short term in order to be able to resuscitate the patient. Two more screws had to be augmented during revision surgery to complete the posterior construct. The patient showed reaction, despite preparation by the anesthesia again. Patient outcome was not reported. Reported concomitant devices. Screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unknown vertecem v+ cement kit. This is report 1 of 1 for (B)(4).